Event description:
It was reported that a novum iq large volume pump alarmed downstream occlusion during patient infusion of sodium ferric gluconate (250mg/250ml) and the tubing was re-adjusted. When the pump alerted infusion complete there was medication left to be delivered. The tubing was confirmed to be in the retention chamber. Ivpb run as primary infusion due to fluid shortage. Rate was 250ml/hr with volume to be infused 250ml with remaining volume according to pump at ¿0¿ when actual remaining was about 75ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. The event history log review identified an infusion of ferric gluconate was programmed with parameters of 250ml/hour for volume to be infused of 250 ml on the reported event date. Several downstream occlusion alarms were also confirmed during this infusion. No secondary infusions were programmed nor was it identified that the pump was placed in standby on the event date. The pump indicated bag near empty prior to infusion completing. The disposable was removed prior to shutdown. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.